Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cryoballoon pulmonary vein isolation for atrial fibrillation in obese patients: a non-inferiority analysis. Ijc heart <(>&<)> vasculature. 2023. 47;101244. Doi: 10.1016/j.ijcha.2023.101244 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cryoballoon pulmonary vein isolation in obese patients. Patients were divided into two groups: obese with a mean body-mass-index (bmi) greater than or equal to 30 kg/m2 and non-obese with a bmi less than 30 kg/m2. The authors described patients in both groups who experienced complications. In the obese group, there was one pericardial effusion that did not require pericardiocentesis, two transient phrenic nerve palsies, and two air embolisms into right coronary artery. In the non-obese group, there were four pericardial effusions, two of which required pericardiocentesis, two transient phrenic nerve palsies, and five major groin site complications. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.